Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the diathermy clear plastic tip was missing. During a bilateral breast augmentation and mastopexy, the consultant was using the smoke evacuation pencil electric scalpel with insulated blade. The scrub nurse noticed the protection of the tip of the scalpel was no longer present during the surgery on the second breast.